Manufacturer narrative:
Intuitive surgical received the small grasping retractor instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any signs of wear. Broken strands stuck out at the wrist. Other cables at the wrist were not damaged and the cable crimp was not missing. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the small grasping retractor instrument was found to have a broken wire. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.